Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation, at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.